Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) no associated manufacturing nonconformities issued to the reported lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device; therefore, no corrective action is required.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture-retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 9.5f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.